Manufacturer narrative:
As reported, the 3mm x 30cm x 155cm saber rapid exchange (rx) balloon catheter (bc) ruptured before reaching the nominal pressure. The new saber balloon catheter was used to complete case. There was no reported patient injury. The device was used for percutaneous transluminal angioplasty (pta) purposes in superficial femoral artery chronic total occlusion (sfacto). The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped normally. The intended procedure/lesion was endovascular therapy (evt). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. No guide catheter was used along with the saber balloon catheter. There was no difficulty advancing the balloon catheter through the vessel. There was little difficulty crossing the lesion with the catheter. The device never kinked while being used or was never in an acute bend. The device was removed from patient intact (in one piece). After inflation, the device burst and had a slit throughout balloon. The same indeflator was used throughout the case. The product was not returned for analysis as it was destroyed. A product history record (phr) review of lot 82204957 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of chronic total occlusion likely contributed to the reported event. A chronically occluded vessel makes crossing into the lesion difficult; it is probable that damage to the balloon material occurred in the attempt to cross or upon inflation at the lesion. However, without return of the device for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 3mm x 30cm x 155cm saber rapid exchange (rx) balloon catheter (bc) ruptured before reaching the nominal pressure. The new saber balloon catheter was used to complete case. There was no reported patient injury. The device was used for percutaneous transluminal angioplasty (pta) purposes in superficial femoral artery chronic total occlusion (sfacto). The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. No difficulty occurred while removing protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped and prepped normally. The intended procedure/lesion was endovascular therapy (evt). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. No guide catheter was used along with the saber balloon catheter. There was no difficulty advancing the balloon catheter through the vessel. There was little difficulty crossing the lesion with catheter. The device never kinked while being used or was never in an acute bend. The device was removed from patient intact (in one piece). After inflation, the device burst and had a slit throughout balloon. The same indeflator was used throughout the case. The device will not be returned for analysis as it was destroyed.